Manufacturer narrative:
(B)(4). The reported broken bezel was confirmed. The defects observed included cracks, fractures, or separations or a combination of these defects. The bezel date code was 10/11 (october 2011). The door on this device could be closed properly with the bezel damage; therefore, no unregulated flow condition would occur from the bezel damage. The root cause of this failure has not been determined. Damage was also present on the rear case, the membrane from was broken and the platen was missing. The missing platen would result in an unregulated flow condition. The root cause of the missing platen cannot be determined.

Event description:
Carefusion field service team identified a crack in the device bezel and device was returned to carefusion for repair. No pt incident was reported with this device.